Event description:
It was reported that a revision surgery was performed on the patient due to instability. No additional injuries reported.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical relevant supporting documents were provided to conduct a thorough medical assessment of the reported instability. Without the surgical findings, medical documents, x-rays, or explants for analysis the root cause of the reported instability cannot be definitively concluded. The future impact to the patient cannot be determined. Based on the information provided no further clinical assessment is warranted at this time. Should additional information be provided, the clinical/medical investigation task will be reopened. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.